Event description:
Ref imp number (B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for system 2000 we haven't found any other similar cases. We have been able to establish that there is no complaint trend concerning this kind of events - pt or caregiver slipped outside of the bath or tripped because of external hose. Please note that arjohuntleigh manufactured over (B)(4) baths to date. The device was inspected by an arjohuntleigh rep at the customer site and found to be to the spec. All functions was working fine, no fault was found during device examination. The device was being used for pt handling and in that way contributed to the event. From the info received caregiver fractured his wrist as a result of this incident. From above findings we conclude that this incident was caused by user error - user not correctly trained. According to provided info the staff noticed a hose laying on the floor which had not been picked up - safety during use hasn't been preserved. It has been also reported by health and safety rep, that the shower hose is too easily dislodged from the holder. However, in accordance to trend review it is the first incident regarding this issues. Also history review and attached DHR showed that this device was dispatched in good condition. If any part would be found damaged or not according to the spec - device should not be as recommended by IFU - the caregiver didn't follow warnings included in IFU. We have not been able to find any contributing mfg anomalies.